Event description:
It was reported there was a sheared catheter in the intrathecal space of the patient about a month ago. The physician reported it was his fault for retracting the catheter with the needle in place contrary to product labeling and the issue was not due to the catheter itself. Neither the drug delivered by the pump, the patient¿s medical history, any intervention or troubleshooting performed, nor the patient¿s outcome were reported. It was not known if the sheared catheter remained in the patient. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. The previously reported aware date 2014-11-19 is being updated/ corrected to the following: 2014-10-19.

Event description:
Additional information received reported there were no patient issues or symptoms. The issue had occurred at initial implant, spinal segment placement. It was noted surgical intervention hadn't been necessary. No additional actions or interventions had occurred as none were needed. It was not known to the device manufacturer representative (rep) if segments were left in the intrathecal space. The issue resolved at the time it occurred, during implant. The health care provider (hcp) identified the issue and resolved without sequel.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. The pump's indication for use was noted as spine/back (non-malignant). It was reported that during device implant on (B)(6) 2014, a remnant of the catheter was broken and was left in the intrathecal space; there was a catheter break/cut. The event was reported as related to the device or therapy and also related to the implant procedure. The affected catheter portion was specified as the intrathecal/spinal portion. No further action was planned and the outcome was reported as unresolved.

Manufacturer narrative:
(B)(4)